Event description:
It was reported by service report that head end of the bed will not lower. The customer could not determine if there was pt involvement or if there were adverse consequences to report.